Event description:
It was reported a revision surgery was performed due to pain caused by dislocation.

Manufacturer narrative:
It was reported that surgeon does not consider this to be a problem fault and hence limited information are available. (B)(4).

Event description:
Femoral head and liner were revised.